Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the system controller had a red heart alarm and pump stop is displayed on the system monitor. There is evidence of stress on the driveline near the strain/bend relief; however by manipulating the cable at this spot, it does not trigger any alarms. It was noted that the alarms continued on an intermittent basis and followed the equipment as it was replaced. No alarms have occurred since the patient has been placed on the third system controller. X-rays of the percutaneous lead will be ordered by the hospital.

Manufacturer narrative:
Additional information was received indicating that on (B)(4) 2013, the MFR's technical services representative conducted a percutaneous lead distal end replacement according to procedure. The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.